Manufacturer narrative:
Previous MDR sent: 2022-00637. 2022-00696. 2023-00238. 2023-00737.

Event description:
The patient had a primary hip surgery on (B)(6) 2019. Subsequently, the head dislocated from the liner. On (B)(6) 2022, the surgeon revised the head and liner. Subsequently, the patient came in due to signs of infection and the pathogen was unknown. On (B)(6) 2022, the surgeon performed a washout and revised the head and liner. Subsequently, the patient came in due to signs of infection and the pathogen was unknown. On (B)(6) 2023, the surgeon performed a washout, revised all implants. Subsequently, the patient came in sue to signs of infection and the pathogen was unknown. On (B)(6) 2023, the surgeon performed a washout, revised all implants. Presently, the patient came in due to a dislocation of the head from the liner. On (B)(6)2023, the surgeon revised the head and liner and implanted a dm converter.

Event description:
Revision surgery due to joint luxation, at about 3 years 10 months from the primary. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 november 2023. Lot 1904653: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional involved implant: batch review performed on 06 november 2023 on liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot. 1900223. Lot 1900223: (B)(4) items manufactured and released on 16-apr-2019. Expiration date: 2024-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.